Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to customer's blood glucose. Reportedly, the altitude alarms were cleared after pump vents were cleaned.